Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, severely calcified and 100 % stenotic mid right coronary artery. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and inflated it to 12 atms for about five seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a non-bsc stent. Pt status is reported as "good".